Event description:
During an unk procedure, after using the second reload and after firing, the staple was not formed completely. The procedure was changed to hadn sewing and there was no reported pt consequence. The device is not returning, but 1 reload is being returned.